Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the tubing snapped/cracked causing fluid to leak while connected to a patient. There was no harm.

Manufacturer narrative:
The customer¿s report that the tubing snapped/cracked causing fluid to leak was confirmed. Visual inspection of the set noted separation occurred between the silicone pump segment tubing and the lower fitment. There were no other anomalies observed. Functional testing was deemed unnecessary due to the separation. Fluid was leaking from the separation. Dimensional analysis was performed and the tubing measured to be within specification. The root cause of the separation could not be determined.

Event description:
The customer reported that the tubing snapped/cracked causing fluid to leak while connected to a patient. There was no harm.